Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2018, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: capsular contracture a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 1/8/2019, device evaluation: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab revealed a crease on the anterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no device history record (DHR) review is required at this time. Should more information become available, this complaint will be re-assessed. At this point it is not possible to determine the root cause of the crease. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the crease was the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4) on 11/28/2019, mentor confirmed that psr submission reference numbers (B)(4) (left side) and (B)(4) (left side) and (B)(4) (right side) and (B)(4) (right side) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). (Left side) and manufacturer's reference number (B)(4) (right side). This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old asian female patient underwent breast augmentation primary with mentor memorygel breast implant 450cc. Now this patient presented with bilateral capsular contracture; baker grade iii. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2018. This medwatch is for the left breast implant.